Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The caller inspected the pump and cartridge, cleaned the pneumatic tap area, and successfully reloaded the original cartridge, allowing them to resume insulin therapy.